Event description:
Procedure: lap appendectomy. Reportedly, the instrument would not open after it was applied to tissue. The device was cut off of the tissue with another device. The patient is ok after the procedure.